Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to a user unintended interaction with the system. Based on technical service engineer (tse) notes, the system issue was due to an inadvertently pressing of a system adjustment option to flip the endoscope orientation.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved by rotating the endoscope. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) surgical procedure, endoscope kept flipping. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The site stated that the surgeon accidently pressed the flip endoscope when the endoscope was removed, but site manually rotated the endoscope when reinstalled it. Tse could not find any related error in the logs. Tse advised site to cancel the guide tool change (gtc) to resolve the issue. However, site stated that the issue was resolved by manually rotating the endoscope. The procedure was completing as planned.